Manufacturer narrative:
One (1) actual sample, two (2) photographs and three (3) retention samples were available for evaluation. The photographs were visually inspected with the naked eye which noted a blue substance present within the lure valve. A visual inspection was performed on the actual sample with the naked eye and no blue liquid or blue residue was present within the lure valve. A slight residue / blue stain was noted on the pouch. A visual inspection with the naked eye was performed on three (3) retention samples (one from start of batch, one form middle of batch and one from end of batch) and no defects or presence of blue liquid was identified within the lure valve during this inspection. All three retention samples were conforming product. Therefore, the reported condition was verified in the photographs, but not verified in the actual sample or the retention samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least three (3)] clearlink IV access valves were found with a blue substance that seemed to be a liquid. The issue was identified during priming. The saline changed color upon rest. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(4). Should additional relevant information become available, a supplemental report will be submitted.